Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer for evaluation yet. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
(B)(4). Neck assy broke during a delivery, an emergency c-section was performed, mother and infant are okay.

Manufacturer narrative:
(B)(4). Investigation: x-initiated manufacturer's investigation, no sample returned, x-review DHR, x-inspect returned samples, inspect stock product. Analysis and findings: the reported complaint that the neck assembly broke during delivery was confirmed during visual inspection of the returned mity one device. The vacuum tube stem sheared off from the over-molded cup, images are attached for visual reference. There is no identifiable witness mark or information that would identify it as user error, however, the manner in which the stem broke away from the cup can only happen when excessive pull force is applied as a result of the vacuum applied. The molded undercut serves a failsafe feature that breaks away from the cup so that excessive force cannot be applied during use. A review of the product dfu was performed, but there is no indication of possible misuse based on all the information available. Previous complaints from the past few years that were similar in nature revealed that the product had been properly sampled and all testing provided from the plastic molder, exceeded the minimum pull out force spec of forty one (41) pounds in all instances. In conclusion, based on all the available evidence, it is concluded that the sheared stem tube occurred as a result of excessive applied pull force. A review of the lot DHR or verification of any remaining inventories was not performed due to the lot being reported as "unknown". Correction and/or corrective action: a corrective action is applicable as the results of the available evidence indicate that the device functioned as intended, and that the conclusion of the event occurred as a result of applied excessive pull force above the threshold at which the device was designed to withhold. Corrective action level 3, x-none. Reason: per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient. Preventative action activity reviewed. Trend and monitor to cip.

Event description:
(B)(4). Neck assy broke during a delivery, an emergency c-section was performed, mother and infant are okay.